Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed cs 064 motor errors due to occlusions during prime. The pump was exercised for 24 hours with no duplicated call service alarms. Multiple load/step functions were performed during the investigation and no motor defects were duplicated. The pump was opened and no evidence of moisture contamination was found inside the pump.